Manufacturer narrative:
The device remains implanted and is not available for investigation. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using an aorfix stent graft (main body) and gore® excluder® aaa endoprostheses (two contralateral legs). The patient tolerated the procedure. In 2 years since the initial procedure, the aneurysm was enlarged approximately 5 mm, and a type ib endoleak was suspected. Therefore, an additional procedure was indicated. On (B)(6) 2022, an angiography confirmed the type ib endoleak from the right side. The right internal iliac artery was coil-embolized, and an additional contralateral leg component was implanted. The treatment area was extended into the external iliac artery. The type ib endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: during the initial procedure, the right distal landing was insufficient and caused a distal type I endoleak. The length of the landing zone was checked with the site, however, this information is not available.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Code 4581 was used to cover a proximal type I endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to aneurysm enlargement and endoleak. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm.